Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope distale end channel tested positive for 29 colony forming units (cfus) of enterobacter cloacae and >100 cfus of enterobacter aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 23, 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: enterobacter. Sampling date: jan 06, 2025. Sampling from: instrument channel. Cfu: 1 cfu. Bacterial identification: aerobic microorganisms. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.